Event description:
The customer observed false nonreactive alinity I anti-hbc results for multiple samples. The following data was provided: sid (B)(6) initial result = 0.36 s/co, repeat = 6.16 s/co sid (B)(6) initial result = 0.18 s/co, repeat = 4.35 s/co sid (B)(6) initial result = 0.96 s/co, repeat = 1.17 s/co no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tube, r1-r2 pipettor probe to pm sensor was damaged. Part replacement resolved the issue and module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) found no additional false nonreactive alinity I anti-hbc ii and anti-hbs results were reported post the current event was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the tube, r1-r2 pipettor probe to pm sensor did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the tube, r1-r2 pipettor probe to pm sensor were identified.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for multiple samples. The following data was provided: sid (B)(6) initial result = 0.36 s/co, repeat = 6.16 s/co, sid (B)(6) initial result = 0.18 s/co, repeat = 4.35 s/co, sid (B)(6) initial result = 0.96 s/co, repeat = 1.17 s/co . No impact to patient management was reported.